Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Caller reported that the customer recently had to have paramedics called in response to a low blood glucose level. Paramedics determined that the customer bolused six times. Customer reported that the paramedics recommended that the insulin pump was evaluated to determine whether or not it was bolusing on its own. Review of the insulin pump's bolus history showed that each bolus was manually administered. Blood glucose level at the time of paramedics' response was around 30 mg/dl. No further information was provided.